Event description:
It was reported that while using the customer got a negative result, but tested positive through medical professional testing. This is a report of a single occurrence. The following information was provided by the initial reporter: problem description: unreliable took 2 consecutive tests. Results looked positive (2 lines) but app interpreted as negative on both. Test by medical professionals the same day was positive.

Manufacturer narrative:
Medical device expiration date: unknown. PMA/510k: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary this summarizes the investigation results regarding a complaint that involving bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿customer got a negative result through the app but tested positive through test by medical professionals done on the same day¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using the customer got a negative result, but tested positive through medical professional testing. This is a report of a single occurrence. The following information was provided by the initial reporter: problem description: unreliable took 2 consecutive tests. Results looked positive (2 lines) but app interpreted as negative on both. Test by medical professionals the same day was positive.